Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient had an MRI a week ago on friday of their cervical and thoracic spine. Caller said after the MRI, they thought they turned stimulation back on but they actually did not. Caller said by monday the patient was in excruciating pain and the caller got stimulation turned back on the morning of (B)(6) 2017. Caller stated that stimulation was off for a week and the pain had not improved since turning the stim on. It was reviewed that the patient can try increasing stimulation but if the pain did not improve they should follow up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.